Event description:
During the coronary artery bypass procedure, the heartstring seal did not seat properly and whenever the surgeon moved it around the aortotomy started to bleed. A side clamp was used to complete the anastomosis. No other complications were reported.